Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was over 114 mg/dl. Customer stated that this is the third time that this has happened to her. Customer received a low reservoir warning prior to receiving the motor error alarm. The second time, the customer had one bar on her battery icon. Customer uses the sensor feature on the pump. It was explained that a false motor error may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer stated that they were also unable to remove the battery cap. Troubleshooting was performed and the customer was able to remove the battery cap with a screwdriver. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.